Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated MDR #1225714-2014-00293 and 1225714-2014-00294.

Event description:
The plaintiff's attorney alleges that the patient experienced a cardiovascular event on an unknown date after use of the product.